Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a specimen cup with residue/debris. Visual inspection found no visible damage with foreign residue on the lens. Claim# (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -5.00/2.0/084 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Refractive surprise and lens rotation not associated to a low vault was observed, the lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5- "lens was explanted on an unknown date. On (B)(6) 2020 a replacement lens was implanted." This resolved the problem." H6- health effects- impact code 4627 - lens explantaion. Claim# (B)(4).